Event description:
Bd plastipak 3 ml syringe was used to inject diluent into covid-19 vaccine vial. When the diluent was injected into the vial, the luerlock of the syringe started spraying diluent and an unknown amount of diluent went into the vaccine vial. FDA safety report ID# (B)(4).